Event description:
It was reported that the atrial intrinsic amplitude was out-of-range and atrial undersensing was observed. The right atrial (ra) lead remains in service. No adverse patient effects were reported.